Manufacturer narrative:
Per the information obtained from the investigation, no problems were reported with the device itself. Hospital declined to provide any additional information apart from that. Hence the root cause was not established/unknown as is no evidence/indication that points towards anything unusual regarding the patient, surgical procedure or the device usage.

Event description:
Within 24hrs post procedure it was found that a patient's foot was broken after not being able to apply pressure to stand. This patient had a direct anterior hip preformed, and rotation to the foot had been applied, degree unknown.

Event description:
Within 24hrs post procedure it was found that a patient's foot was broken after not being able to apply pressure to stand. This patient had a direct anterior hip preformed, and rotation to the foot had been applied, degree unknown.